Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and device breakage ("device breakage during removal") in a 42 year-old female patient who had essure inserted (lot no. He0117s) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), pelvic pain ("pain, including chronic pain"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (essure removal surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2016 and (B)(6) 2017. Lot number: he0117s. Manufacture date: 2015-09-24. Expiration date: 2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-may-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and device breakage ("device breakage during removal") in a 42 year-old female patient who had essure inserted (lot no. He0117s) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), pelvic pain ("pain, including chronic pain"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (essure removal surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date : (B)(6) 2016 & (B)(6)2017. The most recent follow-up information incorporated above includes data received on: 02-may-2024: lot number added. Essure insertion date updated. Discrepancy noted in essure insertion date updated in reporter causality comment. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and device breakage ("device breakage during removal") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), pelvic pain ("pain, including chronic pain"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus or other structure [uterine perforation] perforation of the uterus or other structure [perforation of organ] device breakage during removal [device breakage] device migration with associated complications including bladder, bowel, and urinary problems; [device migration] device migration with associated complications including bladder, bowel, and urinary problems; [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems; [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems; [urinary tract disorder] pain, including chronic pain [pelvic pain female] abnormal bleeding [genital bleeding] inability to tolerate the device; [device intolerance] allergic or hypersensitivity reaction [allergic reaction] dyspareunia [dyspareunia] psychological issues [psychological disorder] device breakage during removal [complication of device removal] endometritis [endometritis] brain fog [brain fog]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and endometritis ("endometritis") in a 42-year-old female patient who had essure inserted (lot no. He0117s) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of tonsillectomy, hypothyroidism, nausea, depression, ovarian cancer, genital bleeding, menorrhagia, post coital bleeding, fibroids, hypothyroidism, asthma, vaginal discharge, nausea, diarrhea, nausea, depression, drug allergy, stress, post-traumatic stress disorder, depression, elective abortion and urinary tract infection. Previously administered products included: yasmin, depo provera and citalopram. The patient had a family history of premature menopause and asthma (grandmother). Concurrent conditions were listed as metrorrhagia, metrorrhagia, menorrhagia, myringoplasty, sleep apnoea, vaginal bleeding, weight gain, vaginal bleeding, polymenorrhoea, dysfunctional uterine bleeding, heavy menstrual bleeding, uterine fibroid, hot flushes, premature menopause, rectal bleeding, heavy menstrual bleeding, intermenstrual bleeding, dysfunctional uterine bleeding, bacterial vaginosis, vaginal discharge, spotting vaginal and vaginal bleeding. Concomitant products included mirena (levonorgestrel), desogestrel and metronidazole. On (B)(6)2016, the patient had essure inserted. Essure was removed on (B)(6)2023. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), pelvic pain ("pain, including chronic pain"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), endometritis (seriousness criterion medically important) and brain fog ("brain fog"). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for uterine perforation, perforation, device breakage, device dislocation, bladder disorder, gastrointestinal disorder, urinary tract disorder, pelvic pain, genital haemorrhage, device intolerance, hypersensitivity, dyspareunia, mental disorder and brain fog were unknown. The reporter considered bladder disorder, brain fog, device breakage, device dislocation, device intolerance, dyspareunia, endometritis, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6)-2016 & (B)(6)2017. Left ostia: number of coils visible- 3 right ostia: number of coils visible- 4. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] on (B)(6) 2020: macroscopic examination: <0.5 ml of curettings. Microscopic examination: these are fragments of endometrium showing late secretory changes with some collapsed glands. No atypia is seen. The features are slightly advanced for the stated lmp of seventeen days. [Pregnancy test] on (B)(6) 2020: negative [ultrasound scan] on (B)(6) 2017: both devices were identified at the uterine fundus and were seen to extend laterally from the upper endometrium to the outer myometrium. Ultrasonically the devices appear to be correctly positioned; the right insert lies 2.4mm from the endometrial surface, the left insert lies 2.3mm from the endometrial surface.; on (B)(6) 2017: the ultrasound scan has confirmed the correct placement of the essure micro insert. She can now rely on this as a form of contraception; on (B)(6) 2019: radiology report: the anteverted uterus measures 9.4 x 4.7 x 5.3 cm and has a heterogeneous myometrium. There is a 2 cm fibroid and a 2.1 cm fibroid noted within the myometrium. The uterus appears asymmetrical with the anterior myometrium measuring 2 cm and the posterior myometrium measuring 1.3 cm. This may be due to fibroid distortion or adenomyosis. The endometrium appears irregular in outline and has a thickness of 8 mm. It has a heterogeneous echogenicity. Towards the fundus of the uterus there is a 7 x 6 x 7 cm well-defined hyperechoic structure. This may represent an endometrial polyp however a further fibroid cannot be excluded. Both ovaries are normal in size and appearance. No free fluid or adnexal masses noted; on (B)(6)2021: the scan showed the uterus was normal in size and outline but heterogenous in echo texture containing a few cystic spaces, the largest measuring 4mm. The known intramural fibroid was essentially unchanged in size and appearance, measuring about 2cms (previously measuring 2.1cms). The endometrium is regular measuring 2mm. Correctly sited ius and radiology report: comparison made with immediate prior scan dated (B)(6)2019. The uterus is normal in size and outline but heterogeneous in echo texture containing a few cystic spaces, the largest measuring 4 mm. The known intramural fibroid is essentially unchanged in size and appearance, today measuring 2 cm (previously 2.1 cm). The endometrium is regular measuring 2 mm. Correctly sited ius. Normal appearances of both ovaries. No adnexal masses, cysts or free fluid seen. Lot number: he0117s manufacture date: 2015-09-24 expiration date: 2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-sep-2024: medical record received. New events, brain fog & endometritis were added. Medical history & concomitant conditions were added. Lab data added. Concomitant drugs were added. New reporters were added. Essure removal date updated. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and device breakage ("device breakage during removal") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), pelvic pain ("pain, including chronic pain"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (essure removal surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.